Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, and since the malfunction code did not recur after the reset, it was advised that the customer could continue using the pump. Customer was instructed to call back if the malfunction code recurs, which they acknowledged and understood.